Event description:
This case, reported by a nurse, concerns a pt receiving insulin lispro (humalog) via a pen device (humapen). The device failed to deliver insulin when small dose were dialed and the pt did not receive insulin all day, resulting in very high blood sugars in the evening. The reporter considers the event to be caused by the malfunction of the delivery device and to be serious. Pt did not require hospitalization. Blood sugars returned to normal when the pt switched to syringes. Pen has been returned and forwarded to qa. Follow-up requested. 09-mar-1999: mfrs preliminary comments received. Add'l info received on 22-mar-1999 from nurse. Further reporter details added. Reporter considered event serious and caused by delivery device malfunction. Update 01-apr-1999: update from product delivery systems (pds) received 31-mar-1999. Upon completion of outside laboratories investigations, a final report will be submitted by 23-apr-1999. Case re-classified as an incident report. Update 22-apr-1999: final report received from product delivery systems (pds) 16-apr-1999.